Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no grayed display noted. Device received with the time clock functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was not to change time and date and it was grayed out. The insulin pump was replaced due to broken battery case and the replacement insulin pump was not working. No harm requiring medical intervention was reported. The device will be returned for analysis.